Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the physician performed a debridement on the pocket site, and the explanted pacemaker was sent to pathology department for culture. No adverse patient effects were reported. The pacemaker was explanted.